Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited an alarm during the night. Per reporter, this is the second time the pump had issues. Per reporter, total volume to be infused is 100 ml and remaining volume is 28ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.